Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval), e1(initial reporter), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit needed the transducer calibrated. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) going into stand by and have an error code- gas loss. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.